Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During removal of the stent delivery system (sds), the physician experienced friction within the guiding catheter and the guide wire exit-port area of the sds was elongated. The patient was an (B)(6)-male. The target lesion was the distal left circumflex. The lesion was a de novo, heavily calcified and slightly tortuous. There was 75% stenosis. Femoral approach was chosen for the procedure. The product was properly inspected and prepped. The cypher (2.5/28mm) was delivered to the target lesion for direct stenting, but it would not cross the target lesion. Therefore, the physician tried to deliver the cypher by parallel wire technique after conducting pre-dilation with a balloon (quantum 2.5/15mm), but the cypher did not cross the target lesion. In order to exchange the guiding catheter (6f mach1 al1), the cypher was being retrieved from the patient, but the physician experienced friction within the guiding catheter and the guide wire exit-port area of the sds was elongated (not separated). Therefore, the cypher was pulled back out with the guiding catheter as one unit from the patient safely. Eventually, a different guiding catheter (compass med sheathless 7.5f pb3.5) was used and then two additional cypher (2.5/13mm and 2.5/18mm) stents were delivered by parallel wire technique and implanted at the target lesion, and the procedure was finished successfully. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use.